Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had ongoing intermittent low blood glucose (bg) levels (40-50 mg/dl) and food was consumed to address the low bg. The customer thought the pump basal rate setting might need to be adjusted. The customer was to discuss the low bg and settings with a healthcare provider.